Event description:
It was reported that during patient treatment, the ventilator alarmed for low air and oxygen supply pressures. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. Liquid contamination was noted on the main back-plane pc (printed circuit) board. The pc board was replaced and then the ventilator passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Provided pictures confirm the liquid contamination. There is no information on how the liquid entered the ventilator or what kind of liquid it was. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to various alarms and failure. The ventilator was manufactured in year 2004, to the applicable standards at the time for liquid spill ingress protection.

Event description:
Manufacturer's ref #: (B)(4).